Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) was reported in error. Please disregard supplement as the initial MDR was submitted correctly. B5 describe event or problem - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/correction h10 corrected data

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. The initial report did not require any changes so the supplement was not necessary.